Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, a shaft separation occurred. The 90% stenosed target lesion was located in a non-calcified right popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. The device was unpacked from the package after the guidewire cross the lesion. Upon removal of the device from the white packaging hoop, it was noted that the shaft got separated. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, a shaft separation occurred. The 90% stenosed target lesion was located in a non-calcified right popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. The device was unpacked from the package after the guidewire cross the lesion. Upon removal of the device from the white packaging hoop, it was noted that the shaft got separated. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The proximal section of the catheter was returned only. The catheter had detached at the rx bond area 118.1cm from the catheter strain relief. This is consistent with excessive force applied to the device during use/handling. The white packaging hoop was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).